Event description:
A malfunction alarm was reported with the code malf 9. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, successfully reset it, and was advised to contact support again if the malfunction recurs, which they understood and acknowledged.